Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the light source cable was not properly connected between the clv-s190 and the otv-s190 and the problem was resolved by re-connecting the cable. The phenomenon was caused by improper connection of the light source cable. This issue is addressed in the instructions for use (IFU): 'properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
To resolve the problem, the reporter was directed by olympus technical support via the phone to verify the light cord connection between the clv-s190 and the otv-s190, used in combination. The reporter determined the light control cable was not properly attached. After the cable was properly attached, the issue was resolved. The investigation is ongoing and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the main lamp would not turn on. The intended procedure, in which the device was used, was completed using another device. There was no patient injury, associated with the problem, reported to olympus.